Manufacturer narrative:
(B)(4). Pt's notes, medical history, device details, explant, x-rays to be requested so incident can be investigated. Device history records to be reviewed.

Event description:
Cormet head revision, (B)(6) 2009. Acetabular component left in situ.